Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 670 mg/dl and a ketone level identified as dangerous. The customer alleged that the pump was intermittently stopping insulin delivery without notice. Subsequently, the customer was hospitalized. Bg was treated with manual insulin injections. Reportedly, the customer was released 20 hours later (customer unable to specify date) with the issue resolved and no permanent damage. Although requested, the customer declined to upload pump data for review.